Manufacturer narrative:
If implanted; give date: not applicable as the lens was partially inserted and removed. If explanted; give date: not applicable as the lens was partially inserted and removed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was noticed scratched during insertion into the eye. Reportedly, there were no adverse effects to the patient. Additional information was received and it was learnt that the lens was only partially inserted into the patient's eye. No incision enlargement, no vitrectomy was performed, no sutures were used and no serious patient injury was reported. The procedure was completed successfully using a backup lens with the same model and diopter size. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 10/10/2017. Device returned to manufacturer? Yes. The product was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed particles and residue in the optic zone. The haptics were observed positioned and without damages. The lens was cleaned and observed under microscope and no damages or scratches were observed in the optic zone. The complaint was not verified. Manufacturing records were reviewed and the lens was manufactured and released according to specification. A search on complaints revealed no additional complaints have been received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.